Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) with a monitoring voltage of 2.55 v. It is suspected that the patient was exposed to a MRI. Two manual capacitor reformations resulted in recovery of the battery status. A memory dump was sent in and review by engineering revealed longer than expected charge times.